Event description:
Healthcare professional reports a case of alcl, pain, seroma of this left side device on voluntary mw report (B)(4). The health professional reports, "pt underwent bilateral breast implants in 1989. Starting in 2011, she developed discomfort in left chest wall. A large fluid collection surrounding the left implant was found in 2012. Fluid drainage showed alk negative alcl cells without a mass. She underwent removal of bilateral breast implants on (B)(6) 2012. Event abated after use, stopped or dose reduced". Explanting surgeon provided more info, including pathology of cytology reports. If further info becomes available, it will be forwarded on.

Manufacturer narrative:
Medwatch submitted on (B)(4) 2012. Device labeling reviewed: there were no reported events of lymphoma/alcl for patients in the (B)(4), in the labeling for silicone implants.